Manufacturer narrative:
(B(6) 2014, doctor was performing open metatarsal osteotomy with aiken bunionectomy. During the procedure, the doctor stated that the screw implant and coil started to unravel. He removed the damaged screw implant and used a different one from the same implant set and the procedure was completed without issue. On (B)(6) 2014, vilex received the damaged screw from the customer. On (B)(6) 2014, vilex's quality control department examined the damaged screw, the thread tip had been flattened due to a rub against the side of the hole in the plate or some other object present. This may have been caused by misalignment of the pre drilled hole for the screw and the plate. The screw thread rubbing against the side of the plate may have caused the thread to unravel. A review of complaint history reveals that no other complaints have been filed against this product. If more information should become available, a supplemental report shall be filed.

Event description:
Screw thread unraveled.